Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she has experienced issues with the sensors and does not wear them all the time because of that. The customer stated that the sensors would only work 1 or 2 days and then she receives change sensor alerts and has also had sensor reading discrepancies causing the insulin pump to go into threshold suspend. Customer stated that the sensors would read very low or high and her blood glucose would be between 120 and 190 mg/dl. Customer reported she has 2 boxes of expired sensors. The last time the customer wore a sensor was on (B)(6). Customer stated that this batch of sensors which she had the issues with expired on 5/20/2015. The other box from a different lot expired on 5/22/2015 and she did not have any issues with those. Customer declined troubleshooting and requested the sensors to be replaced. The product would be replaced and returned.